Event description:
Pump1: air in line error that wouldn't resolve, placed back into service. Pump2: alarms that tubing was not properly loaded that wouldn't resolve, passed all tests in htm, placed back into service. Pump3: the infusion pump continues to alarm upstream occlusion inaccurately. Passed all tests in htm, placed back into service. Pump4: the infusion pump continues to alarm upstream occlusion inaccurately. Passed all tests in htm, placed back into service. Pump5: pump alarming downstream occlusion with no occlusion found. Same tubing set put into a different pump and worked with no downstream occlusion. Sent to baxter for evaluationa and repair.